Event description:
A flexima stent was placed for therapeutic purposes in the bladder tracking up in to the ureter and into the kidneys. After placement, upon examination of confirmation image, it was noted that the catheter had fractured.